Manufacturer narrative:
The pump was received with motor error alarm during basic occlusion test and unable to prime at 2.5 lbs. During prime test due to faulty force sensor resistor. The motor passed motor test. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, and cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.